Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced distention, adhesions of omentum, bulge over previous hernia, cyst and areas of unincorporated mesh, and seroma that was aspirated during surgery. Post-operative patient treatment included lysis of adhesions, right ovarian cystotomy and revision surgery the device has been used with reliatack tacker

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced distention, adhesions of omentum, areas of unincorporated mesh, and seroma that was aspirated during surgery. Post-operative patient treatment included lysis of adhesions, right ovarian cystotomy and revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had a revision surgery approximately 7 months post op. The patient had a revision due to presumed recurrent hernia, adhesions of omentum, areas of unincorporated mesh, and seroma that was aspirated during surgery. No recurrent hernia was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced distention, adhesions of omentum, bulge over previous hernia, cyst, not incorporated mesh, mesh failure, detached mesh, pain, infection, discomfort, burning sensation, and seroma that was aspirated during surgery. Post-operative patient treatment included lysis of adhesions, right ovarian cystotomy, medication, diagnostic laparoscopic, fixation of intrabdominal mesh, and revision surgery the device has been used with reliatack tacker.

Manufacturer narrative:
H6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b2, b5, d4 (unique identifier (UDI) #), g1, h6 (patient codes, device codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced distention, adhesions of omentum, bulge over previous hernia, cyst, not incorporated mesh, mesh failure, detached mesh, pain, infection, discomfort, burning sensation, seroma, mental pain, suffering, permanent injury, disability, impairment, loss of enjoyment of life, device defective. Post-operative patient treatment included lysis of adhesions, right ovarian cystotomy, medication, diagnostic laparoscopic, fixation of intrabdominal mesh, revision surgery, medical treatment, seroma aspirated.